Event description:
It was reported that during an implant procedure, the physician encountered challenging anatomy. After multiple attempts, the lead was able to be positioned, but no capture and no sensing was noted. The lead was replaced. The patient was in stable condition with no adverse events.

Manufacturer narrative:
The reported events of failure to sense and failure to capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage. The s-curve height was measured to be within specification.